Event description:
It was reported that the implantable neurostimulator (ins) felt like it was on when the screen showed the device was off. The screen showed "no lightning bolt." There were no error codes. The event started following a fall about two weeks ago. Details about the fall were unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8591-38, lot# d10030, implanted: (B)(6) 2011. Product type: accessory: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 290630001, implanted: (B)(6) 2011. Product type: accessory. (B)(4).